Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they high blood glucose level of 461 mg/dl. Customer treated with manual injection. Customer reported not knowing how to use the insulin pump. Troubleshooting occurred. Product will not return for analysis.